Event description:
Customer reported via phone, she was having issues with high blood glucose levels. Customer did a set change on friday and saturday thinking it was an issue with the set. Customer noticed the top rip of the chamber was cracked in half and missing. She wasn't sure if insulin was being held from her blood glucose or not. Customer's blood glucose was 375 mg/dl. Troubleshooting was performed for cosmetic damage. The damage was located on the reservoir compartment, reservoir window toward the buttons, and on the screen. Customer is unaware how damage occurred. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, and displacement test. The device alarmed motor error alarm during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The device had minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner, and missing end cap sticker.